Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly and premature battery depletion. On (B)(6) 2015, the device was explanted and replaced. The patient was fine.